Event description:
At this time there was a discussion about doing a rotoblader procedure. It was decided to stop the procedure and have a discussion with the patient before continuing. At this time the percutaneous coronary intervention equipment was removed all at the same time (6fr jr4 guide, 6fr guide liner, takeru balloon, and pilot 50 guide wire). It was then noticed that there was a black dot on the screen, and after more investigation the wire had come apart and there was approx. 100mm of the wire still in the vessel from the left ventricular extension branch lesion to the proximal right coronary artery . Manufacturer response for hi-torque pilot 50, (brand not provided) (per site reporter). Took report of incident, will contact if more information is needed.

Event description:
At this time there was a discussion about doing a rotoblader procedure. It was decided to stop the procedure and have a discussion with the patient before continuing. At this time the percutaneous coronary intervention equipment was removed all at the same time (6fr jr4 guide, 6fr guide liner, takeru balloon, and pilot 50 guide wire). It was then noticed that there was a black dot on the screen, and after more investigation the wire had come apart and there was approx. 100mm of the wire still in the vessel from the left ventricular extension branch lesion to the proximal right coronary artery . Manufacturer response for hi-torque pilot 50, (brand not provided) (per site reporter). Took report of incident, will contact if more information is needed.